Event description:
It was reported that the lead exhibited low impedance. The lead will be re-evaluated and programming changes will be made accordingly during a normal device change out procedure. No further information is available at this time.